Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have decided to not return the device to physio-control for evaluation. The device has not been returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With this device indicating all three icons, there is likely an internal power issue which could affect the delivery of defibrillation energy. There was no patient use associated with the reported issue.